Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting high threshold measurements and impedance values the day after implant.